Event description:
Customer reports two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This case is to document one of the false positive results obtained. See (B)(4) for alternate false positive result. Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22430j, reader sn (B)(4)). A repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. Customer has no symptoms and no other confirmatory tests were performed.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.